Event description:
The event is reported as: during a urology surgical procedure, the bottom of the closing clip broke in the patient's belly. No patient injury or intervention reported.

Manufacturer narrative:
It is reported that the device is available for evaluation. The device sample was not returned at the time of this report.